Event description:
It was reported that surgeon revised pt's right rejuvenate hip due to pain, elevated cobalt levels and a pseudo tumor. Replaced with exeter sys.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.